Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and found to be within expected limits based on device usage. The device's functionality was tested and found to be normal.

Event description:
It was reported that the device had reached premature eri due to excessive charges for vf. The device was explanted and replaced.